Manufacturer narrative:
Device return: two (2) used d1000 tego connectors were returned. Although requested the involved mating and access devices were not returned. Engineering testing and analysis to the applicable product specification was performed. The results recorded one of the tego connectors leaked, failed and the remaining tego connector passed. Further analysis of the used tego connector that leaked showed the leakage originated from component damages/tear at the end of the slit. Previous investigations of similar component damages/anomalies have identified these types of component damages are consistent with incorrect techniques/usage conditions (overtightening & continued connection rotations).

Event description:
Int'l. ((B)(6)) complaint received concerning leakage issues with use of unspecified dialysis set-up where d1000 tego connectors were in use. The initial information as translated eports ".... A patient arrived in the department with a soaked blood dressing... Leak of the tego caps? No leak when opening the dressing..". There were no reported adverse patient consequences. The mfger. Has requested additional event / device usage information. As of the date of this report there has been no response.